Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurrent urinary incontinence. The aus was replaced with a new aus with two cuffs. There were no additional patient complications reported.